Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. An 0x33 alarm was generated by the device. The cause of the 0x33 alarm could not be determined. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. Inspection of the adhesive pad and adhesive welds found no issues that would cause a failure to adhere. The cause of the reported adhesive pad failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering several manual injections, the patient's blood glucose levels reached 380 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported the adhesive was lifting on the sides. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.